Manufacturer narrative:
The device history record (DHR) review showed no issues related to the reported condition. There were no samples submitted with this complaint. The reported condition could not be confirmed. The complaint will be reopened if a sample is received. The exact root cause of the reported condition could not be determined. The investigation did not identify a systemic issue with the product or process. A specific root cause could not be identified based on available information. Therefore, a corrective and preventive action (CAPA) is not necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions.

Event description:
The pharmacist stated that they have a problem with a syringe of paliperidone teva 150mg, extended release suspension for injection. The product was leaking from the screw thread of the syringe. The product was exchanged so the patient was able to have his treatment.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.